Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 44.2cm was returned for analysis. Internal insulation abrasion was noted at 10.1-11.9cm and 28.5-28.9cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 35.5-35.9cm from the distal tip, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.